Event description:
Manufacturer rec'd explanted infusion pump with no info regarding reason for explant and return, or pt status. Based on manufacturer device registration info, the pt was implanted with an infusion system for treatment of malignant pain. The explanted pump was programmed to infuse morphine 20mg/ml at 15mg/day, and bupivicaine 13mg/ml at 9.747 mg/day, and indicated the pump was last programmed in 2006.

Manufacturer narrative:
Final device analysis revealed: no anomaly found - normal device function.